Event description:
It was reported that a balloon ruptured. A 15 mm x 2.75 mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed using another of the same device. There were no patient complications.